Event description:
It was reported that the customer's insulin pump alarmed motor error during bolus. The blood glucose reading was 362mg/dl. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error. However, the motor passed the motor test. The device had scratched screen, cracked reservoir tube lip, and missing end cap sticker.